Manufacturer narrative:
Concomitant medical product(s): product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 18-sep-2019, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 18-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient stated he was having problems so they did an x-ray and determined that the lead had migrated. The radiologist noted that the second lead was overlying the skin of the left flank. The patient needed another MRI. The indication for use was spinal pain. Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep). The rep reported that the patient couldn¿t get an MRI because the lead had moved out of the epidural space. It was unknown what factors could have leg to the issue. The rep reported that they had not seen the patient, a nurse gave them a picture of the x-ray. The rep reported that there was going to be a full system explant and re-implant with another manufacturer¿s device. Additional information received from the healthcare provider reported that the cause of the lead migration was not determined. It was noted that the patient had not been using the device since (B)(6) 2019 due to sharp pains in the mid-thoracic region and stimulation was turned off on (B)(6) 2019. The patient was scheduled for a revision surgery on (B)(6) 2019.